Manufacturer narrative:
This is final report. During troubleshooting with customer service the training issue involving product set-up was resolved, therefore, no further product investigation is planned. It should be noted: the adc meter is designed to display readings of 20 mg/dl to 500 mg/dl. A blood glucose reading greater than 500 mg/dl will read as a "hi" on the adc meter.

Event description:
A customer called regarding how to set up his freestyle freedom lite meter. The customer further reported that on (B)(6) 2011 at 6:00 (am/pm not specified) because he could not use his meter, "his blood sugar got high 598". The customer reported a subsequent loss of consciousness and seizure. Paramedics were called; the customer was transported to a health care facility and treated with intravenous medications. The customer was unsure of the treatment he received, which he described as "IV insulin, glucose, check blood pressure, check temperature." There was no report of death or permanent injury associated with this case.